Event description:
It was reported that two popping sounds were heard from the pocket area. The patient then felt a vibratory alert and went to his physician. Upon interrogation, an alert message stated that the capacitor charge time limit was reached. The device was explanted.

Manufacturer narrative:
No medwatch form was received.